Manufacturer narrative:
The customer did not return the affected device and the specific lot number was not provided. Therefore the investigation of the reported malfunction was performed on a sample from another lot/batch. The investigation testing was performed, by inserting a syringe into the working channel by the piercing the biopsy valve (without opening the biopsy valve cap) multiple times with rough handling. This was to replicate the failure observed by user. From the simulation results, it was observed, that the white rubber tore and detached, when the syringe was inserted multiple times (~15 times) with rough handling. This is because when repeatedly inserting the syringe, the torn part of the biopsy valve cap (i.e. The white rubber) will gradually worsen, which led it to be detached. The syringe will then push the detached part into the working channel. The condition of the biopsy valve was compared with good a sample. No abnormality was observed for the good sample whereas the simulation sample was torn in the middle part at the syringe insertion area. Ambu production and qc performs 100% visual and functionality inspection on each ascope 5 broncho, ensuring that the scopes leaving the manufacturing site is in good condition prior to shipment. We were unable to verify the reported failure as no actual complaint sample was returned for investigation and no lot number was provided. Based on the investigation results, the possible cause of reported failure could be due to rough handling during multiple syringe insertion which caused the white rubber from biopsy valve cap torn and dislodge down into working channel. However, are unable to further comment due to insufficient information. Quality alert has been raised to production, quality control and industrial engineering team to increase their awareness on this market complaint. We will continue monitoring the market for similar complaints.

Event description:
A clinician accustomed to piercing the white rubber cover of the working channel of ascope 5 broncho with a syringe, in order to access the working channel, reported that a piece of white rubber dislodged from ascope 5 broncho and flushed down in the working channel during bronchoscopy. The incident involved a patient, but did not lead to patient harm, as the user was able to suction the rubber piece up into the specimen trap.